Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d224drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 5076 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported there was right ventricular lead (rv) oversensing. It was further reported that there was an observation of increased oversensing events after the rv sensing polarity was changed from bipolar to integrated bipolar which was done to improve rv sensing. The lead remains in use. No patient complications have been reported as a result of this event.